Event description:
It was reported that during a check on the device it showed error code 1, generator. No procedure involvement. No patient consequence reported. Device will be returned to the international service center.

Manufacturer narrative:
Date sent: 11/20/2007. Evaluation summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The main pcb board was replaced to correct the issue. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further information investigation is warranted.